Event description:
According to the reporter, pre-operatively, the suture was with the needle and the thread broken. The filament had decayed already and the needle was separated from filament. An a additional new suture was used without issue. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received five devices sealed with the appropriate packaging in an undamaged condition and seven units opened by the account with the appropriate packaging in a damaged condition. Several of the samples were received with separated foil pouches. Additionally some foil pouches appeared to be missing a burp seal mark. A visual inspection was performed on the sealed samples with no abnormalities. The visual inspection of the samples noted some degraded suture fragments and six needles. It was observed, under magnification, that the foil pouch on one of the returned samples was missing a burp seal mark (see attached pictures). One of the foil pouches was received separated in a way that indicated a manufacturing error (see attached pictures). Tensile testing was performed on the sealed samples, and the results exceeded the specifications for this product. Additionally, moisture testing was performed and three of the four samples were measured to be out of specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. It was found that the samples sent back had incomplete adhesive transfer, which may have led to the suture degradation. The reported condition was most likely cause by an error with the feeding and sealing station. As the original machine was deactivated, the engineering investigation could not recreate the exact conditions under which the affected lot was manufactured, but they were able to recreate the reported condition under very unlikely circumstances. Since the affected lot was manufactured, the machine responsible was deactivated, and new equipment was introduced with additional safety features/capabilities. Additionally, packaging integrity test monitoring was established at the beginning and end of each shift. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.